Event description:
It was reported that during a routine visit this pacemaker system was interrogated and found to exhibit low out of range pacing impedances. The health care professional (hcp) called technical services (ts) and requested the review of the presenting electrogram (egm). Upon review, ts observed the impedances measure less than 200ohms. At this time, the pacemaker system remains in service. No additional adverse patient effects were reported. Subsequent additional information was received from the field representative that reported that the right atrial (ra) and right ventricular (rv) leads exhibited low out of range impedances. It was noted that the leads are non-boston scientific leads. Chest x-rays were performed. The physician suspects there is a possibility of insulation leakage. At this time, the physician will continue with monitoring. At this time, the pacemaker and the non-boston scientific ra and rv leads remain in service.

Event description:
It was reported that during a routine visit this pacemaker system was interrogated and found to exhibit low out of range pacing impedances. The health care professional (hcp) called technical services (ts) and requested the review of the presenting electrogram (egm). Upon review, ts observed the impedances measure less than 200ohms. At this time, the pacemaker system remains in service. No additional adverse patient effects were reported.